Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Postoperative check showed that the right atrial (ra) lead was dislodged and was sensing the ventricle. The ra lead was explanted and replaced. The patient was in stable condition.